Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . Hospital personnel.

Event description:
It was reported that the conductor cables were outside of the lead body. No further information available.